Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump was very warm. The reporter indicated that they have not experienced any injury related to this. The reporter indicated that the patient's blood glucose level did elevate to 22mmol/l, without symptoms of hyperglycemia. This does not meet criteria for an adverse event. This report is being made based on the allegation that the pump was warm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the battery cap and battery compartment was intact with no physical damage or evidence of moisture damage. Pump powered on normally and was exercised for 3 hours, no overheating or alarms were duplicated. Complaint regarding pump and battery overheating could not be duplicated during investigation.